Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned rad-g was evaluated. The issue was caused by shorting inside the on/off power button which created an electrical short across the button, and resulted in the button being activated even when not physically pressed.

Event description:
The customer stated the device powers on and off by itself. There were no patient impact or consequences reported.

Event description:
The customer stated the device powers on and off by itself. There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.